Manufacturer narrative:
Age at time of event: 18 years of age or older. (B)(6).

Event description:
It was reported that balloon rupture occured. The target lesion was located in the common iliac artery (cia). A 8.0 x 20 mustang balloon catheter was advance for dilation. However, balloon ruptured at below rated burst pressure. The procedure was completed with a different device successfully. There were no patient complications reported.